Event description:
The rod broke at the proximal screw holes. The broken was revised. It was noted that the pt has terminal metastatic cancer with a large growth at the site of the rod placement. No adverse consequences or surgical delays were reported.

Manufacturer narrative:
The information provided suggests that this event would not be associated with the device but rather would be pt related.